Manufacturer narrative:
Na.

Event description:
The customer reported that when the ventilator was being set up for use, the remote alarm on the rear of the ventilator was noted to be physically loose. Due to the configuration of the hospital's remote alarm system, it will not sound an alarm at their remote location if the ventilator's nurse call port fails. The ventilator was not in use on a pt, therefore, there was no pt harm or involvement. The MFR's service technician confirmed the customer reported problem. The service technician reported the unit failed the remote alarm test. The service technician replaced the main printed circuit board (pcb) to correct the finding. Performance verification testing was completed and all tests passed per operating specifications.